Event description:
There was an allegation of a questionable bilt3 bilirubin total gen.3 result from the cobas 8000 c702 module for 1 patient being treated with eltrombopag. The initial result was 0.81 mg/dl. The results from a blood gas test are 5.7 mg/dl. The customer is questioning whether there is a drug interference that could cause the lower result using the bilirubin total reagent.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.